Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Mitral valve insufficiency/regurgitation appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and thin leaflets. One clip was successfully implanted reducing mr to a grade of 1-2+. Hours after the procedure was completed, echocardiography was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On (B)(6) 2024, a second mitraclip procedure was performed to stabilize the implanted clip. One clip was implanted, reducing mr to a grade of 1-2+.